Event description:
Upon removing the avanti sheath introducer from the pt, the physician noticed a piece of plastic coming out with the catheter. There were no reported pt complications. The product will be returned for analysis.

Manufacturer narrative:
This product is available, but has not been received for analysis as stated. Additional info has been requested and will be provided within 30 days of receipt.